Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received as follows: the hand piece was referring to the external slider that could not be rotated. There were no abnormalities noted on the delivery system graft cover. The patient's proximal aortic neck diameter was 24 mm, angulation was less than 60 degrees. There was slightly tortuous vessels and slight calcification (less than 20%) in the vessels.

Event description:
An endurant stent graft system was inserted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the hand piece on the delivery system could not be rotated and the stent graft could not be deployed. The physician tried several times with no success. The device was replaced with another device of the same model and the procedure was completed. The physician believes that the event is device related. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.